Event description:
The patient was initially implanted with an alto stent graft system for the treatment of a large abdominal aortic-iliac aneurysm (aaia). It was reported that during the initial procedure the physician coiled and covered the right iliac artery. The left iliac artery was extended with two ovation iliac limbs extending into the left external iliac artery however there was no seal. The physician then implanted an unknown brand (non-endologix) balloon expandable stent and it was sealed. The patient had to have both internal iliac arteries covered and required a hemi-colectomy due to an ischemic bowel. Two days after the initial procedure the patient developed a sacral ulcer. The physician elected to perform a revascularization of the left internal iliac artery and attempted to laser the iliac limb, but it was unsuccessful. The physician elected to prolapse the wire behind the ovation ix stent graft and was able to cannulate the left internal iliac artery. A mechanical thrombectomy was done and was stented with two gore vbx (non-endologix) balloon expandable stents parallel to the ovation ix limb in the external iliac artery and blood flow was restored to the hypogastric and lower extremities. The patient is stable and improving.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the ischemia of the bowel with associated additional surgical procedure, sacral ulcer, and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The inability to preserve one internal iliac artery during the index evar likely compromised pelvic and bowel perfusion, contributing to ischemic complications making this user related. It was reported that postoperative bilateral common femoral artery occlusion occurred secondary to the vascular closure devices used at index. This likely contributed to the right leg weakness and left leg paraplegia. The clinical assessment determined that there was evidence to reasonably suggest postoperative bilateral common femoral artery occlusion immediately post index from closure device (not endologix product related) and additional endovascular procedure (pta for the femoral artery occlusions) occurred that was not included in the event as reported. The common femoral artery occlusion and additional endovascular procedure was discovered during review of discharge summary dated (B)(6) 2025. The clinical assessment also determined that there was evidence to reasonably suggest cerebral vascular accident and left lower leg paraplegia and right leg weakness that was not included in the event as reported. The cva, right lower leg weakness and left leg paraplegia were discovered during review of the discharge summary dated (B)(6) 2025. The complaint is likely user related. No procedure related harms were identified. The final patient status was reported as stable and improving. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated. H6: clinical code: remove code 2263. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ib endoleak of the left common iliac artery occurring during the index procedure is confirmed. The additional endovascular procedure is confirmed. The inability to preserve one internal iliac artery during the index evar likely compromised pelvic and bowel perfusion, contributing to ischemic complications makes this user related. The left limb occlusion was likely due to a prolonged procedure time. There was no hemicolectomy from an ischemic bowel, rather there was a diverting colostomy done for the incontinence and sacral wound. The clinical assessment determined that an additional endovascular procedure, being perclose failure with revascularization with non endologix stent which was not endologix product related, occurred that was not in the event as reported. The patient also experienced left leg paraplegia, right leg weakness, cva, aki and urinary retention. On (B)(6) 2025 additional surgical procedures were done for debridement of the sacral wound and a diverting colostomy. In (B)(6) 2025, exact date unknown, the patient developed a sacral wound infection. Device, user, procedure or anatomy relatedness for the complaint could not be determined. The procedure related harm identified was an additional endovascular procedure on (B)(6) 2025, being access site complication perclose failure which was non endologix device related and a sacral ulcer development. The final patient status was reported as stable and improving. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data has been updated.